Event description:
The customer reported that the narcan 250ml at 4mcg/ml infused accidentally in 3 hours with the intended volume to be 17.7mls, where as 44mls infused. A small knick with a leak were found in the tubing where the bag had been spiked.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the narcan infused accidentally in 3 hours and a small knick was found in the tubing where the bag was spiked. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of ¿narcan infused faster than expected¿ was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. Functional and pressure testing resulted in the set flowing freely and showed no signs of leaking. The root cause of the customer¿s report was not identified.

Event description:
The customer reported narcan 250 ml, concentration 4 mcg/ml was to infuse 17.7 ml over 3 hours; however, 44 ml infused. The administration set was inspected and a fluid leak was found from a small knick in the tubing near the bag spike. There was no report of patient harm.